Event description:
Healthcare professional reported right side rupture with asymptomatic lymph node axillary siliconoma. En bloc capsulectomy was performed. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.